Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron chemistry system for two patients. The results were not reported out of the laboratory. Subsequent critical rerun produced negative results. There was no effect to the patients.

Manufacturer narrative:
The customer is using reagent lot m004772. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.